Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. The irritation was reportedly caused by radiation therapy and was made worse by the patient wearing the lifevest. The patient's physician recommended that the patient use aquaphor on the irritation. The patient also removed the device to let the irritation heal. Follow-up indicated that the irritation improved.